Event description:
It was reported that the battery was 45% in less then a month when it comes to this device via remote monitoring transmission. A review by technical services (ts) noted that the device should be explanted and returned. Ts noted that the device should have enough capacity to support therapy for 62 days. No adverse patient effects were reported. The device remains implanted at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery was 45% in less then a month when it comes to this device via remote monitoring transmission. A review by technical services (ts) noted that the device should be explanted and returned. Ts noted that the device should have enough capacity to support therapy for 62 days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. This report is being filed to correct the describe event or problem.

Event description:
T was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a 45% decrease in remaining battery percentage in less than one month. This change was noted via information contained in the latitude remote monitoring system. A review of the system data was completed by technical services (ts); they advised the device should be explanted and returned. Ts noted that the device should have enough battery capacity to support therapy for 62 days. The device was explanted and returned. No additional adverse patient effects were reported